Manufacturer narrative:
It was reported from a literature review that the patient suffered incision exudation. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Patient recovered after debridement and dressing change. Some potential causes could include but are not limited to patient conditions or post-operative healing issue. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
"Clinical study on different drainage tube clamping time after primary unilateral total knee arthroplasty". Author: hu hongxin, lin haibin, wu xianwei, chen guoli, lin mei, li rongyi, zhang huaizhi. In this study there were 60 patients involved, 3 of them bearing smith and nephew devices (genesis ii or legion posterior cruciate ligament stability cemented knee implant). It was reported that a patient suffered incision exudation. Patients recovered after debridement and dressing change.